Manufacturer narrative:
Evaluation summary: a visual inspection was performed on the catheter. It was found blood stained both inside and outside of the balloon. The inflation lumen presented also clots of blood inside. The balloon does not show damage. It was not possible to insert a 0,035¿¿ guide wire due to the blood clots obstructing the guidewire channel. Negative pressure was applied but, due to the blood clots, it was not possible to detect the leak with through the purging procedure. Once the inflation lumen was cleaned, positive pressure was applied and the balloon was found leaking from the proximal balloon welding. The proximal balloon welding was analyzed under a microscope and measured. A burst was detected, directed from inside towards outside. Conclusion: manufacturing deficiency. Balloon proximal welding failure

Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an in.pact admiral paclitaxel-eluting pta balloon to treat a lesion in the sfa. The lesion exhibited 80 % stenosis, no tortuosity and was heavily calcified. The lesion was pre dilated with a non -medtronic balloon. The balloon did not fully inflate. No resistance noted during delivery of the in.pact admiral to the lesion. The in.pact admiral 6.0 x 40 was inflated to 6 atm and the balloon ruptured. A second 6 x 40 in.pact admiral was inflated to 6 atm and the balloon also ruptured. A third 6x40 in.pact admiral was inflated to 8 atm and the procedure was completed. No clinical sequelae reported. No issues noted during device inspection prior to use, the balloons were prepped per the IFU.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.